Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between a heater bag and the heater line of a homechoice cassette. This was observed during priming for peritoneal dialysis therapy. Renal therapy services advised the patient to start over with all new supplies. No additional information is available.